Event description:
A baxter customer service rep. Received reports from the dialysis facility of two 190g dialyzers in which blood leaks were detected. No injury is reported. Currently unable to talk to the center contact. Baxter product serveillance will place additional calls to get information from the dialysis center.